Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to the unknown reason on unknown date with unknown blood glucose. The customer had high blood glucose. The customer declines the high blood glucose troubleshooting. It was unknown whether automode was active or not. The device will not be returned for the analysis.